Event description:
Reporter indicated that pt experienced delayed hoarseness post-implant. Vocal cord paralysis has not been diagnosed. The mentally retarded/developmentally delayed pt is unable to speak normally, but a change in verbalization is confirmed by their family members. Implanting surgeon indicated that the model 302-20 lead electrodes seemed to be stiffer than the model 300-20 lead electrodes and that the model 302-20 lead electrodes seem to be "strangulating" the vagus nerve. Neurosurgeon reportedly attempted to implant the larger model 302-20 lead instead, but stated that the vagus nerve was "floating in it", indicating that it was too large. Investigation to date has been unable to determine the cause of the reported vocal cord paralysis.